Event description:
Patient was ordered to received IV iron. When drawing up the sterile product in the bd syringe, the syringe leaked past the first and second rib on the black stopper. On the parenteral syringe plunger rod onto the surface of the syringe barrel is exposed to air. The product was noticed by the pharmacy technician and the product was wasted and re-made. It was a 10 ml bd syringe, lot 6006745 cav 01. Exp. (B)(6) 2020.